Event description:
During a vascular procedure the end of the turbo hawk sheared off and lodged in sfa and profunda ref# (B)(4), lot# 9419441. The turbo hawk excision system was advanced on the whisper 0.14 support wire as device was being advanced down the iliac to the sfa the physician noted that there was resistance with the hawk. Physician attempted to remove the device and the end of the hawk broke off with the wire intact. The physician tried to pull the hawk out with the whisper wire and was unsuccessful. Patient required blood products and transfer to another facility to retrieve the device end which was lodged in approximately the knee level of he artery.